Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the surgeon used an egia60amt and an idrive in lap during a pancreatectomy procedure. During application,the stapler could not be fired and the stapler not work at all. Then he used a new egia60amt to fixed the poor staple line. There was no patient injury.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. Visual examination of the staple cartridge noted that both reloads had a full complement of staples. The proximal end of the reload two was broken. Functional testing of reload two could not be performed due to the noted damages. Reload one was applied to test media with proper transection and staple placement. Further testing confirmed that the interlock functioned properly. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.